Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant platelet results while using the cell dyn ruby analyzer. The following data was provided. The customer uses normal range 150 to 400 10e3/ul. Sid (B)(6) initial (edta tube specimen) 6.3 10e3/ul, repeat (citrated tube specimen) 4.71 10e3/ul the customer did not account for the dilution related to the citrated tube, and reported 4.71 10e3/ul instead of 40. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and an instrument service review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Review of the patient data showed mean cell volume (mcv) values were below normal ranges for both specimen tubes (edta and citrated tubes). This may indicate presence of microcytic red blood cells (rbc) in the specimen. Microcytic rbc overlapped the platelet results and the analyzer may have classified the microcytic rbc as platelets. The analyzer generated flags with the results to alert the operator to the presence of abnormal cell populations, which require verification. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.